Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date between october 17, 2021 and october 26, 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an two (2) unspecified baxter sets leaked. The issue was identified during patient use. The lipids leaked at the filter site. The lipids were re-primed with another tubing set. The nurse noted after the fill chamber, lipids were leaking at the site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.